Event description:
It was reported that the device exhibited a 'cassette not attached properly' issue. There was unknown patient involvement.

Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal, and signs of fluid ingression on the battery door and the bottom of the pump. A review of the event history log found records of "high alarm cleared: cassette not attached properly" and "high alarm displayed: pump stopped reminder" alarms. Functional testing was able to confirm the reported problem. It was determined that the malfunctioning dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.